Event description:
The user facility reported that they lost the image on the video screen during a diagnostic colonoscopy. The procedure was completed with a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that the image became distorted when the bending section is manipulated. The device passed the water leak test and there was no evidence of fluid invasion in the electrical connector and in the control body unit. However, the device was noted to have experienced fluid invasion on its previous svc repair. In addition, the light guide tube was severely buckled, and discoloration was noted on the insertion due to chemical damage. There were 6 broken frayed wires found in the bending section mesh, which is due to wear and tear. The user's experience was attributed to broken charge coupler device (ccd) cable at the bending section. This report is being filed as an MDR in an excess of caution.